Manufacturer narrative:
The device is anticipated for return; however, at the time of this report the monitor has not yet been returned. A supplemental report will be submitted to communicate the results of the device history record review, evaluation results and investigation outcome(s).

Event description:
It was reported that during use of a vigilance ii monitor, the svo2 value displayed on the monitor when compared to the value on the blood gas analyzer were different. Although the value on the blood gas analyzer was 50%, the svo2 value rose sharply from 50% to 70%. The issue occurred twice and without the observation of any alerts. No patient compromise was reported and no inappropriate treatment was administered as a result of this event. The issue was isolated to the vigilance ii monitor and no system-related devices were identified as suspect. Inquired of patient demographics, unable to be obtained.

Manufacturer narrative:
Although requested, additional information related to patient demographics and details regarding whether the initial reporter was a health professional were unable to be obtained. Review of the device history records support that there were no non-conformances noted during the manufacturing of the monitor and the device met all specifications prior to release. Review of the service records substantiate that there were no prior issues requiring servicing. Examination of the returned device was unable to confirm the customer¿s experience. Over 36 hours of testing was performed and the device passed all analysis with no issues noted for any reason. No physical damage was noted during the visual examination. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected. The monitor performed as expected and will be returned to service. Oxygen saturation is monitored by fiberoptic reflectance spectrophotometry. The amount of light absorbed, refracted, and reflected depends on the relative amounts of oxygenated and deoxygenated hemoglobin in the blood. Signal quality may be compromised by the following: pulsatility (e.g., wedging of catheter tip), signal intensity (e.g., kinking of catheter, blood clot, hemodilution), or intermittent vessel wall contact by the catheter. It is unknown if the signal quality was compromised by any of these factors in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.